Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 and (B)(6) 2024 recorded the stable pacing impedance around 600 ohms and stable shock impedance around 85 ohms. The analysis of the provided iegm episodes from (B)(6) 2024 and (B)(6) 2024 revealed artifacts on the rv channel with oversensing. In particular in episode no. 87 from (B)(6) 2024 the oversensing let to loss of pacing. The morphology of the artifacts demonstrates small amplitudes and high frequency of the signals and might indicate oversensing of myo potentials. The available x-ray images from the time of implantation and from the event date do not show any obvious damages of the lead under complaint. An interaction with the nearby leads or with the generator housing in the pocket region cannot be excluded. Based on the available information, the integrity of the lead cannot be conclusively assured. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that oversensing was noted on home monitoring. The patient was called for in office follow-up. Ventricular noise could be reproduced with deep inspiration. Lead currently remains implanted.